Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During the post implant check, the physician noticed that the right ventricular lead measurements had dropped significantly. A chest x-ray revealed that the patient lead had continued to burrow itself further, suggesting a micro perforation. The lead was explanted and replaced. There minimal to no effusion as a result of the issue. The patient was stable post procedure. New information noted that the electrical anomalies observed were failure to capture, dropped in sensitivity, and a spike in impedance.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for initial implant. During the post implant check, the physician noticed that the right ventricular lead measurements had dropped significantly. A chest x-ray revealed that the patient lead had continued to burrow itself further, suggesting a micro perforation. The lead was explanted and replaced. There minimal to no effusion as a result of the issue. The patient was stable post procedure.